Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed an event code in the memory which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported failure was an electrically leaky capacitor, designator c160.